Manufacturer narrative:
E1: initial reporter phone: (B)(6). B3: date of event is unknown. No information has been provided to date. One device was received. Functional testing verified the complaint. The cause was an intermittent motor. The motor was replaced to correct the issue. After the repair, the device passed all functional tests. The product's history records were reviewed. And there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported, that the device had a system fault. The event occurred, during testing. There was no delay in therapy. There was no patient involvement. And no harm/adverse event was reported.